Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 369 mg/dl at the time of incident. The customer's blood glucose was 470 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer stated that the bolus wizard was programmed incorrectly. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and the unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.